Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, there was no specific refraction issue. The patient's visual acuity was poor. The physician suggested to watch the patient's progress, but the replacement surgery was proceeded because the patient's status was not improved. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into four pieces, typical of insertion and removal from the eye. Scratches and marks are observed on the lens. A power and resolution test could not be performed due to extensive damage to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the iol was exchanged for the same model iol but a difference of 1d power. Had this information been received earlier, this event would not have been reported.